Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
Related manufacturer reference number: 2017865-2023-13378. It was reported that the patient presented for a follow-up in the clinic with pocket erosion, infection and was experiencing discharge at the implanted device pocket site. The device was visible from the opened incision site of the implanted device pocket. The implantable cardioverter defibrillator (ICD) and left ventricular lead were explanted due to infection. The patient was in stable condition throughout the procedure.